Event description:
An arjohuntleigh came to the customer and found that the castor was unscrewed and the thread was broken.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer arjo (B)(4). (B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided upon conclusion of the manufacturer's investigation.